Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-rex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted error codes e032 (motor vbus high blower off error) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacture previously reported a dreamstation CPAP device was returned to a third-party service center as part of the "uno recall" process with no initial alleged complaint. The manufacture was incorrectly included the statement "uno recall" in previous report. In this report the describe event or problem section and device serviced by 3rdp section in box d has been corrected/updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted error codes e032 (motor vbus high blower off error) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.